Event description:
At 5:00pm the pt tested the blood glucose on the suspect device and obtained a reading of 57mg/dl. Pt did not have any hypoglycemic symptoms and tested again. The second reading was 233mg/dl. Pt then administered extra insulin, 15 units instead of 10 units. Pt then ate dinner and had a candy bar. At 6:30pm pt had a low blood glucose reaction and went unconscious. Paramedics arrived and tested the blood glucose on their device and obtained a reading of less than 15mg/dl at 7:15pm. Pt was treated with an intravenous catheter and glucose solution until the blood glucose was 89mg/dl. Pt was then taken to the hosp for observation and released at 11:00pm.